Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There were patient involvement and no patient harm.

Manufacturer narrative:
(B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and showed a high alarm acknowledged: downstream occlusion event. A review of the 12-month service history was also performed. Visual inspection and functional testing were conducted. The customer's allegation of priming difficulty was confirmed and was determined to be caused by a defective dso sensor. However, the reported issue related to bolus delivery could not be confirmed, as bolus delivery functioned normally during testing. Therefore, the cause of the reported bolus issue could not be determined. Visual testing was completed, and the dso sensor and dso seal will be replaced as corrective actions.